Manufacturer narrative:
Reported event of loop wire broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the current was applied and the first polyp was successfully removed however, while attempting to remove a second polyp, the snare loop broke. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the loop broken with evidence of burn. Functional evaluation was not performed due to the condition of the returned device. The complaint that the snare loop broke was confirmed. The returned device had the loop broken with evidence of burn. It was reported that the issue occurred during the procedure inside the patient. Therefore, due to anatomical and procedural factors that could have affected the device performance, the most probable root cause for this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the current was applied and the first polyp was successfully removed however, while attempting to remove a second polyp, the snare loop broke. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.